Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had been having trouble with their implant in their back. Patient said the device made them feel like they had to pee, but they didn't. Patient mentioned they were working with manufacturing representative and they were scheduled to have the device removed tomorrow. Agent asked the patient if they had the chance to make changes to their therapy settings to see if that could help them and patient said they were trying to do that and it wouldn't. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.